Event description:
It was reported that a patient had no stimulation sensation. The reporter stated that the patient used to get "good stimulation" at 1-2 volts and now the patient felt no stimulation, even at 10 volts. It was noted that this occurred about a week prior to the report. Impedances showed greater than 3600 ohms on all contacts except for 0, 1, and 2. It was reported that these contacts were programmed but the patient still felt no stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377745 lot# j0555529v, implanted: 2005 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2005 (B)(6), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: 3708160 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3708160 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).